Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
Related manufacturer reference number: 2017865-2021-29943. It was reported that a patient presented in-clinic for a right ventricular lead extraction procedure. Prior examination of right ventricular(rv) lead with fluoroscopy revealed that the rv lead had externalized conductors. No electrical anomalies were noted due to the externalized conductors. During the extraction procedure, the right atrial (ra) lead insulation integrity was visually confirmed to be compromised. No electrical anomalies were noted on the ra lead. Both the ra and rv leads were explanted and replaced on (B)(6) 2021. The patient was stable throughout and no symptoms were reported.